Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24160. The pt is implanted with two scs ipgs and it is undetermined which of the ipgs is causing pain. Both ipgs are being reported. It was reported the pt complained of pain at her scs ipg site. The pt stated the pain feels like someone is trying to pull the ipg out of her skin. The pt is pending a follow-up with an sjm representative to evaluate the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.